Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that fibrosis between the atrial lead and ventricular lead caused the atrial lead to dislodge and to twist when the right ventricular lead was removed. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.